Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the procedure was to perform septal ablation. It should be noted that the mini trek ii rx, instructions for use states: the mini trek ii otw coronary dilatation catheter is indicated for - balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation and balloon dilatation of de novo chronic total coronary occlusions. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The balance guide wire referenced, is filed under a separate medwatch report.

Event description:
It was reported that during the procedure to perform septal ablation, the mini trek ii dilatation catheter was advanced into the patient anatomy without difficulty. The dilatation catheter balloon was inflated without issue. An attempt was made to remove the guide wire, while the balloon was still inflated; however, the guide wire could not be removed. The dilatation catheter balloon was deflated without issue and the devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was reported.